Event description:
It was reported that during a lap gastric bypass procedure, on one side of the tissue the instrument only partially fired. The surgeon refired with another reload and continued on with the case. There was no reported pt consequence.